Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported after an unknown orthopedic procedure. A drain reservoir was used on (B)(6) 2018. Negative pressure was not applied to the reservoir, after surgery. According to a nurse, the reservoir was unusually swelled when the patient was brought from the operation room to the ward. The lot number is jt8685. No sample will be returned. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/31/2020.